Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 43.4cm was returned in four segments for analysis. External insulation abrasion was noted at 6.8-7.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 11.5-12.2cm from the connector pin and on a separate 5.4cm segment. The silicone insulation was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to oversensing. An insulation anomaly was also noted. There were no adverse consequences to the patient.